Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06756, related manufacturer reference number: 2017865-2021-06758, related manufacturer reference number: 2017865-2021-06759. It was reported that the patient presented for a procedure related to an unspecified infection. It was also noted that the implantable cardioverter defibrillator (ICD) set screw was stripped. The biventricular ICD and all leads were explanted and replaced. The patient was stable.